Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The xience xpedition 48 is currently not commercially available in the u.s.; however, it is similar to a device sold in the u.s.

Event description:
It was reported that the procedure was to treat a left anterior descending coronary artery. A 2.50 x 48mm xience xpedition stent delivery system failed to cross the lesion due to the anatomy and the shaft fractured. Another device was used to successfully complete the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis. The reported failure to advance could not be replicated in a testing environment as it was related to operational context of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported failure to advance appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initially filed MDR, additional information was received stating that the shaft was not fractured during the procedure. The hypotube separation occurred during device return packaging. No additional information was received.